Event description:
It was reported that this device declared a fault code - 1003 indicative to voltage too low for remaining capacity. A safe replacement interval calculation was completed. This device remains in service. No additional adverse patient effects were reported.